Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. This system had been implanted only three days prior. The shock occurred due to oversensing of noise while the patient was sitting up. Troubleshooting was performed which reproduced noise in the primary vector upon specific patient movements. Therefore, this system was reprogrammed to the secondary vector. New x-rays were taken and reviewed by technical services (ts) which revealed an extreme bend in the electrode around the connection to the header. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, it was verified that the patient was not admitted to the hospital.